Event description:
During the eval of a returned spectrum infusion pump, 353 occurrences of "downstream occlusion" alarms were identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The force sensor gasket and downstream tubing guide were replaced.